Event description:
It was reported that the tip of the pituitary was broken during use. No patient complications were reported.

Manufacturer narrative:
(B)(4): the lower shaft is cracked at the center of the jaw pivot pin, and the pin is missing and not returned for analysis. The location, direction, and amount of force required in order to induce fracture and/or breakage of the shaft is consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.